Event description:
Caller reported experiencing alarm 2 followed by alarm 26. No adverse impact to the customer's blood glucose level was reported. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin. No additional assistance was necessary, and cts closed the case.